Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the first x-ray was taken after pump implantation and prior to a pump refill. At that time it was discovered that the catheter had migrated to the back (coil wound up). It was unclear how long this situation was present and when the disconnection and fracture occurred. There had been no changes in the patient¿s condition. The patient had been stable for some time on the current daily dose of 80 micrograms per day. A catheter replacement was performed on (B)(6). During the procedure, the site on the side of the pump was cut open and the catheter was cut at the base of the pump, however, cerebral spinal fluid (csf) was not able to be pulled/extracted. The site at the back of the patient was cut and the catheter was examined. The catheter tip (which supposed to be in the intrathecal area) had coiled on itself at the back area with adhesion. As the patient's condition had been stable, the physicians suspected that the dislodgement of the catheter tip occurred soon after implantation rather than being a recent event. Alternately, the dislodgment might have occurred when the medication dosage was gradually increasing. Considering also the condition of the adhesion, this event did not occur not recently but a while ago. The outcome of the event was reported as recovered. This device system delivered gabalon. Event clarification was requested regarding the adhesion however; no further information was available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
.

Event description:
It was further reported that outcome of the catheter movement was reported as recovered. This was unrelated to the investigational drug, pump, and programmer but related to the catheter and procedure. The adhesion condition was also taken into account. The daily dose was reported as continuing. It was later provided that no granuloma or inflammatory mass was confirmed or reported. The explanted catheter would not be returned. The implant date was provided as (B)(6) 2011. Clarification was requested regarding the implant date and the patient's initials (two different sets were provided) to verify the correct patient. Should additional information be received a supplemental report will be filed.

Event description:
Further information was provided which confirmed the appropriate patient information and implant date as filed previously in the supplemental 1 manufacturer report. These also have been included again in this report. Should additional information be received a supplemental report will be filed.